Event description:
The end user reported the stretcher was dropped from the ambulance prior to the legs being fully lowered. There was no patient on the stretcher at the time of incident and there was no allegation of product malfunction being the contributing factor. The stretcher was evaluated at the end user's location and the telescoping handles required replacement due to damage as a result of the incident. The stretcher was repaired and returned to service.